Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The grater head is rusty.

Manufacturer narrative:
Conclusion and justification status for MDR: the devices associated with this report were not returned. Review of the as400 found these lots was placed into domestic distribution on between 2012 and 2014. Previous investigations found the root cause may be due to too inappropriate cleaning methods counter to the recommendations in the instructions for use pamphlet. The cleaning agents and water treatments were not provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.